Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and had to hold the cable at a certain angle for the pump to successfully charge. Reportedly, the customer was able to charge the pump with an alternate cable. Blood glucose level was 254 mg/dl.